Manufacturer narrative:
.

Event description:
Per the clinic, the device was explanted (B)(6) 2016 for reasons unrelated to the device.

Manufacturer narrative:
Correction: the device is not available for analysis. This report is filed august 8, 2016.

Manufacturer narrative:
This report is submitted on october 13, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Correction: the brand name is, house/3m single channel implant system; and not nucleus 22 channel cochlear implant system as previously reported. The model # is, 3mhousei; and not ci22m as previously reported. The PMA/510(k) is, g8000093; and not 840024 as previously reported. (B)(4).